Manufacturer narrative:
The retention devices tested at mfg site met qc specs. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml, 10iu/ml and 213.2 iu/ml hcg urine control yielded clearly positive results in 3 minutes reading time. No false negative result was observed.

Event description:
No details about pt are available. Not first morning specimen was tested with polymedco hcg combo tset. Serum results were elevated approx >50,000 concentration. No external controls were run; internal controls were valid. Customer said, that it can be a problem with personnel reading the results properly. It appears that faint line was considered negative because it was not as intense as internal control line. Pi clearly states that line intensity does not matter- even faint line indicates pregnancy. Test were not sent back for the evaluation. Samples were not available either.